Event description:
(B)(6) 2025 patient here for ercp (endoscopic retrograde cholangiopancreatography). Upon completing ercp, olympus single use distal cover maj-2315 was noted to be missing from scope. Physician was notified, team search the floor, patients bed, and the trash. No cover found. Physician performed egd (esophagogastroduodenoscopy). The patient's mouth, esophagus, stomach, and duodenum were searched but no cover found. Patient taken to recovery without further incident. Full disclosure provided to patient by physician. Patient's stool was monitored prior to discharge while in the hospital. No cap retrieved.